Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and verified functioning of the system fluidic, wash 1 and acid and base. The cse found that the wash 1 pump was cracked and replaced it. The cse rerouted the tubings, cleaned luminometer and checked dark count, which was acceptable. The cse then replaced the sample probe and performed sample and reagent probe alignment. The cse ran calibration and quality controls, which were acceptable. During a follow-up visit, the cse checked the instrument setting and set up the correct ratio factor. The cse ran the random urine samples and survey samples on the advia centaur cp and advia centaur xp instruments, which matched. A siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that the factor application for cortisol is required to adjust for matrix differences between calibrators and urine samples. The cause of the incorrect cortisol results being reported was due to the ratio factor not being set prior to reporting of the patient results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer processed the patient samples for cortisol assay on an advia centaur cp instrument. The factor application was not applied to the 24 hour urine cortisol results prior to reporting the results to the physician(s). The physician(s) questioned the incorrect results. The customer applied a correct factor application and reported the correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the incorrect cortisol results.